Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the touchscreen was difficult to read as it was not as bright. There was no reported impact to customer's blood glucose. Although requested, customer declined to provide additional information.